Manufacturer narrative:
The device was returned for analysis. The device returned with the imaging widow detached in the lap joint section. It's important to mention, that the imaging window was not returned for analysis. It was observed, that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance test was performed using the above referenced calibrated equipment. The testing shows an electrical open at distal wave form. During microscopic inspection noted, pitting and degradation of the transducer housing consistent with saline damage. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen.

Event description:
Reportable based on device analysis on (B)(6) 2023. It was reported, that device detachment occurred. The 80% stenosed lesion was mildly tortuous, and moderately calcified vessel. The opticross catheter was used for ultrasound examination of the target lesion. During procedure, the image was too dark to be seen. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed, the imaging window detached in the lap joint section.